Event description:
Indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia, and selective deficiency of immunoglobulin g [igg] subclasses---pt is infusing hyqvia---pt reported that they were getting 2 separate alarms from their pump, "up occlusion" and "high up pressure". Pt was directed to check their tubing for any kinks and check the IV bag to ensure it's not compressed. Pt advises they checked all of those factors and they took the pump out of the bag they typically keep it in. Pt was directed to switch out the IV tubing and as they were going to do that, they saw the tubing in pump door was kinked. Pt advises after fixing that, their infusion resumed without issue. Pt did not report experiencing any adverse events or missed doses due to the complaint. The pump serial number is unknown. The pump is available for return upon the pt receiving return shipping materials. No additional details, dates, or information provided.